Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous and calcified restenosed lesion exhibiting 91% stenosis located in the mid lad. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The lesion was pre-dilated. The device passed through a previously deployed stent. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning/advancement. The procedure was not completed. The patient is reported to be alive with no injury.